Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for routine device change out, externalized conductors were observed. Electrical function of the lead was tested and no anomalies were detected. Patient will continue with routine follow-ups.